Event description:
Customer was hospitalized due to diabetes ketoacidosis. Customer was vomiting. The blood glucose reading at the time of the event was 19 mmol/l to 24 mmol/l. Customer was transported to hospital by father. The insulin pump had three motor errors in alarm history. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.